Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2008, two xience v stents were implanted in a de novo, mid, left anterior descending artery and approximately 4 1/2 years later, the patient had an abnormal stress test on (B)(6) 2013 as an outpatient in the physician's office and on an angiogram, there was reported worsening of the patient's coronary artery disease (cad). The patient was hospitalized from (B)(6) 2013. The patient had a successful percutaneous intervention (pci) to the lad, circumflex, and the left main obtaining complete revascularization. The symptoms resolved on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of stenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Subsequent information received today that the xience v stents were patent and that the patient experienced worsening chest pains, worsening dyspnea, worsening fatigue, and exercise intolerance. There was no edge stenosis noted on either xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4).